Event description:
The customer's mother reported that the device was activated on (B)(6) at 7:42 pm. At 7:58 pm, her son's blood glucose measured 89 mg/dl and he was eating snack containing about 16 grams of carbohydrate, so she gave him a 0.8 unit bolus. His bg was 327 mg/dl at 10:23 pm (0.55 unit bolus given) and 428 mg/dl at 11:27 pm (0.5 unit bolus). On (B)(6), his bg measured 424 mg/dl at 12:03 am and 437 mg/dl at 12:39 am. At the later time, she deactivated the device and reported that the cannula was kinked and the adhesive was wet. She does not think that the cannula inserted into the infusion site.

Manufacturer narrative:
Returned device was evaluated and performed as designed. No kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin were found. The caller reported that the cannula did not insert properly into the skin. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, by laboratory investigation. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.